Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated MDR numbers 1225714-2013-02076 and 1225714-2013-02077.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6), 2004 after the use of the product.